Event description:
Pt complains of chronic fatigue, weak immune system, numbness and tingling in hands, dry mouth, nose and eyes, joint pains, sleep problems, blurred vision, loss of balance, and memory loss. Implant date: 6/8/78.